Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with long charge time noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Manufacturer narrative:
The reported complaint of slow charging was not confirmed. The device was received in normal range of operation. Analysis of device image indicated the device performed high voltage charges within a short period of time, in which the battery voltage did not have enough time to recover between the high voltage charges and the capacitor charge time limit was reached. Further analysis of the device¿s lead impedance, pacing, and high voltage charging were found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.